Event description:
It was reported that the insulin pump alarmed button error. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded escape and act buttons on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip and a missing end cap sticker.